Event description:
It was reported by the affiliate that when (1) atb35 device was used during an appendectomy it did not fire, it was blocked. Another atb35 was used to complete the case with no consequence to the pt.